Event description:
It was reported that the device was explanted due to syncopal episodes, non capture ("exit block"), and multiple power on resets (por). It was noted that the problem was due to a probable hardware failure. No further patient complications were reported as a result of this event. Patient's status was listed as ok post-procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found fractured battery bond wires. Other: it was reported that the device was explanted due to syncopal episodes, non capture ("exit block"), and multiple power on resets (por). It was noted that the problem was due to a probable hardware failure. No further patient complications were reported as a result of this event. Patient's status was listed as ok post-procedure. Actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed; visual examination: component/subassembly failure. Wire, device was out of specification in a manner that relates to event, capture, failure to.